Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the patient was admitted on (B)(6) 2019.

Manufacturer narrative:
Pump interrogation at medtronic rpa lab indicated the pump was delivering hydromorphone 8.7 mg/ml at 4.0026 mg/day and clonidine 187.5 mcg/ml at 86.26 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that the pump and catheter were removed 17 days after implant due to infection. The issue was resolved. The device would be returned to the device manufacturer. It was not known if the patient experienced any symptoms related to the infection. Information regarding the patient¿s weight, medical history, and other medications was unavailable. No further complications were reported.